Event description:
It was reported that balloon rupture occurred. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during procedure at 20 atmospheres, the balloon ruptured. The procedure was completed with another of same device with no patient complications reported.